Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was failed and smart remote manager was not working. A field service engineer identified that the latch and associated wiring were not functioning properly and replaced both components. The customer then tested the drawer and confirmed that it opened and closed smoothly with normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager on the refrigerator door was not working. There were no green light and no clicking, and it appeared as failed but did not display on the recover storage space screen. Attempts to resolve the issue by restarting the pyxis machine were unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.